Event description:
It was reported that during normal follow up, externalized conductors were seen via fluoroscopy. Also noted were high threshold and high impedance. The lead has been explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was found at 1.1 - 3.6cm from the distal end. The etfe coating and the ptfe liner were intact at this location. Further analysis could not be performed due to the condition of the lead as received.